Event description:
It was reported that customer experienced repeated temperature alarms on pump while it was not exposed to extreme temperatures. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, instructed customer to place affected pump into storage mode and return it using prepaid shipping label, which customer understood and acknowledged.